Event description:
While testing the defibrillator, the user found that it would not charge. There was no pt involved. The user returned only the defibrillator circuit board (assy. 595263) and not the entire unit. Tests on the board were unable to duplicate the problem. However, it was determined that the energy output was low. The board was repaired and returned. The initial problem has not reappeared. The event is not occurring more frequently or with greater severity than is usual for the device.